Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a pericardial effusion occurred. An intellamap orion mapping catheter was selected for use during a left atrial flutter procedure. At the end of the procedure a pericardial effusion was diagnosed. The physician stated he had moved one of the catheters with too much force in the direction of the left atrial appendage. It was noted that neither the design nor the construction of the catheter had been the cause; there were no device problems observed during the case. The patient was stable and safe at all times.